Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a broken needle could be observed. However, no conclusion could be reached as to the origin of the broken needle as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many needles from product code w9236t, were broke? I do not know the exact number, but the nurse said a few broke at the tip and a few broke in the middle. When did the needle break (while in the package / during dispensing / during preparation / during use)? During use on a patient. What is the lot number(s) of the needles that broke from product code w9236t? Unknown. All the sutures were discarded. Please provide any available pictures. Attached. Did any piece(s) of the needle fall into the patient¿s tissue? It was broken and stuck in patient¿s fascia layer. Was the needle piece(s) retrieved? Yes. You can see in the picture what measures were taken to retrieve the broken piece? First the nurses mopped the floor with magnets and x-rayed the patient was there any additional tissue damage as a result of searching for the needle piece? Not that I know of. Were x-rays taken to locate the needle piece(s)? Yes. At what location was the needle found? Fascia layer. Was the patient brought back to operating room to have needle removed or was the needle removed during the initial procedure? During the procedure. Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? Did the event occur during one or multiple patient procedures? One occasion was reported but the nurse said similar events happened in the past few months. If this event occurred in multiple procedures, please provide the following information: what is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? What is the quantity involved per procedure was there any adverse patient consequence(s) or subsequent medical/surgical intervention? Needle pull off questions: how many needles from product code w9236t, pulled off from the suture? Don¿t know the exact number. When did the needle pull off from the suture (while in the package / during dispensing / during preparation / during use)? What is the lot number(s) of the needles that pulled off the suture from product code w9236t? Please provide any available pictures. Did the event occur during one or multiple patient procedures? If this event occurred in multiple procedures, please provide the following information: what is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? What is the quantity involved per procedure. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention?

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2018 and suture was used. During the procedure, while closing fascia, the needle broke in the tip or the middle and the needle detached from suture. The broken piece was stuck in patient¿s fascia layer. An xray was performed and the needle piece was removed during the procedure. There were no adverse patient consequences reported. Additional information was requested and has been received.